Event description:
According to attorney's letter, the customer reported this injury 8 days after alleged incident happened. Duration of tanning exposure: 15 minutes. Pt was at salon using the new high pressure tanning bed featured at this location. Soon after using the bed, a severe blister developed on her right hip which has developed into a serious 3rd degree burn. Pt had used this bed several times and this was not her first visit. Pt has been seen by her family doctor and a plastic surgeon. Both doctors have recommended that she be seen at the wound care center for an irrigation and debridement procedure. This serious injury was reported to employees at the salon. Instead of offering any assistance, advice or info about burns, the employees protested that pt could not have possibly been burned at their facility.